Manufacturer narrative:
(B)(4): neither the device nor applicable imaging films were returned to the manufacturer for evaluation, therefore, the cause of the event cannot be determined.

Event description:
It was reported that the patient underwent a posterior transforaminal lumbar interbody fusion at l4-5 to treat stenosis. It was reported that metal shavings were found in the patient. The metal shaving was removed. No patient complications were reported.